Event description:
It was reported the device exhibited an unknown error. The event occurred while in use with patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D4: UDI unknown; g4: unknown; b3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the device¿s event history log found a record of a nda alarm on (B)(6). 2023. A functional test was conducted. Upon review, the reported problem was unable to be duplicated. The root cause was unable to be established; however, it is possible there could have been a defective downstream sensor, upstream sensor, or disposable product. As a preventative measure the downstream and upstream sensor were re-calibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.